Event description:
Device 2 of 2: reference MFR. Report: 1627487-2018-12390. It was reported that during the patient¿s lead replacement on (B)(6) 2018 (MFR report #: 1627487-2018-11022, MFR report #: 1627487-2018-11023) the physician accidentally pulled the right s1 drg lead out of the foramen when tunneling the new left s1 drg lead to the ipg pocket. The right s1 drg lead was replaced on (B)(6) 2018. The procedure was extended by 10 minutes. Reportedly, effective therapy was established following the procedure. Note: both of the patient's leads are being reported because it is unknown which lead is liable